Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Multiple attempts to obtain additional information regarding the incident and the device were unsuccessful. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event. Trending was performed for 5 years (11/05/2014 to 11/05/2019) using criteria: product family-like "thd"; incident code-lu-4, luer/s - leaking. 1 complaint was identified. Risk assessment documentation reviewed, failure mode is covered, no new risks were identified. RMA-16002-001, long term hemodialysis catheters, rev. A lines 10-90, 180-200, 2290-2320, 2990, 3000-3010, 3880-3890.

Event description:
The venous port on the titan catheter was leaking. Patient reported to have lost more than 100cc of blood. Catheter was removed.